Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture post transcatheter aortic valve implantation (tavi) procedure. Rv lead was explanted and replaced. No patient complications have been reported as a result of this event.